Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent but the stent could not cross the lesion and that the stent deformed in vivo during positioning/ advancement. There was no damage noted to packaging. No issues noted when removing the device from the hoop. Device was inspected with no issues. The lesion was pre-dilated. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. The stent was removed from the body along with the stent deployment system. Stent inspected by physician showed proximal struts of stent (closer to shaft and hub) noted to be frayed. Patient status was unknown.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the markerbands as per specifications. Deformation was visible to the 23rd, 24th and 25th distal stent wraps with struts raised, bunched and overlapping. Numerous kinks were evident on the hypotube during visual inspection. A 0.015 inch mandrel would not load through the inner lumen most likely due to hardened blood in the inner lumen. Slight deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.